Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the user interface (ui) was not turning on. The device was reported to be outside of use at the time of the reported problem. The customer stated the ui lcd was out and that they would like to order the ui assembly. The remote service engineer (rse) provided the customer the part information for the replacement ui. The investigation is ongoing.